Manufacturer narrative:
Section b2, h4: correction section h7, h9: additional information manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. According to the account, the low flow alarms were reportedly associated with an outflow graft twist. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of tachypnea and hypotension that improved with a low dose inotrope could not conclusively be established through this evaluation. The patient presented on (B)(6) 2020 with a report of frequent low flow alarms. The submitted log files found a steady decrease in estimated flow from over 4 lpm on 19mar2020 to 0.9-1.5 lpm on 21mar2020. The system appeared to be operating as intended and there were no other notable alarms active in the log files. A transthoracic echocardiogram (tte) was performed that demonstrated reduced left ventricular ejection fraction (lvef). A right heart catheterization (rhc) and left heart catheterization (lhc) were performed that demonstrated a severely elevated pressure gradient towards the proximal end of the outflow graft. It was reported that dye was injected into the outflow graft at that location, and outflow graft twisting was observed along with sluggish flow throughout the graft. The patient reportedly underwent an outflow graft revision on (B)(6) 2020. It was reported that a significant twist was observed towards the proximal end of the outflow graft that was corrected through surgeon manipulation of the outflow graft bend relief and outflow graft hardware. No images or product were returned for evaluation; therefore, the report of an outflow graft twist could not be conclusively confirmed through this evaluation. Following the procedure, the patient¿s hemodynamics reportedly improved including device flow. It was reported on (B)(6) 2020 that the patient was stable, and the device parameters will reportedly be optimized. Corrective actions have been implemented to address hm3 outflow graft twist. Mlp-(B)(6) was implanted prior to the implementation of these corrective actions, and the outflow graft clip was reportedly not placed after the twist was corrected on 26mar2020. The patient remains ongoing on mlp-(B)(6) with no further issues at this time. The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 4 ¿system monitor¿ describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in the patient¿s condition can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 ¿surgical procedures¿ contains information on "preparing the sealed outflow graft." Section 5 (under ¿attaching the sealed outflow graft to the pump¿) instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, hm3 lvas IFU has been released, following the implementation of CAPA 114896, and includes instructions for installing the outflow graft clip. The heartmate 3 lvas patient handbook, document (B)(4), rev. B is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for frequent low flow alarms on (B)(6) 2020. The patient was clinically stable with mean arterial pressure between 60-70 mmhg and heart rate between 60-70 bpm. During log file analysis, it was observed that there were many low flow events and it was a suspected obstruction issue interfering with blood volume flowing through the pump. The patient was tachypneic with brief hypotension which improved with low dose inotrope. A transthoracic echocardiogram (tte) was done with persistent reduced left ventricular ejection fraction and in the cath lab the patient had right heart catheterization with elevated filling pressures but preserved cardiac output. A left heart catheterization was performed with the catheter placed down the outflow graft which revealed a severely elevated gradient at the proximal driveline. Dye injected into the outflow graft at that portion visualized outflow twisting and sluggish flow through the remainder of the outflow cannula. The outflow graft was twisted at the proximal end. The patient underwent outflow graft revision to correct the twisting. The steel ring of the outflow graft and bend relief was manipulated by the surgeon to correct the twist. Flows returned to normal and the patient was extubated and coming off pressors.